Event description:
Coronary vascular intervention case where the physician was using an elca for coronary angioplasty to treat the lad that had eccentric stenosis. After several passes with the elca, it was noted through x-ray that a dissection of the lad was present causing cardiac tamponade. A pericardiocentesis was performed along with the use of a perfusion balloon and stent to repair the lad dissection. The patient responded well to intervention and was transferred to the ICU.

Manufacturer narrative:
Catheter investigation summary - there was slight rippling on the distal jacket of the catheter that was cosmetic in nature and consistent with use. No other visual defects were identified during the investigation.